Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the infusion set tubing caught on a truck door, resulting in a snapped connector that the user removed without impact to blood glucose. Symptoms included no reported hypoglycemia or hyperglycemia and no injury. Outcomes included replacement supplies shipped and user education provided. Investigation included customer interview and troubleshooting. Investigation of this case revealed mechanical breakage of the connector consistent with accidental external stress, with no device alert or alarm. It was concluded that the event was due to user environment and handling rather than a device malfunction.